Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was emitting repeated occlusion alarms. Reportedly, supplies were changed but the issue continued. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 03/11/2015. Device evaluation: the device has been returned and evaluated by product analysis on 02/26/2015 with the following findings:a review of the black box indicated multiple occlusion alarms associated with high force had occurred. During the load step, the pump failed to recognize the cartridge. The original complaint of occlusions could not be adequately investigation due to the load step malfunction. The force resistance measurement was out of specifications. There was evidence of moisture damage observed on the pcb and force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).